Manufacturer narrative:
An event regarding altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned; medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant; device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies; complaint history review: there has been one other event for this lot. Conclusions: the subject device has been identified to be within the scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within the scope of an nc and a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient showed up to the ER with a dislocated hip status 7 years postoperatively. After evaluation surgeon suspected abductor damage due to corrosion. Patient was revised. All components were well fixed. There was minimal corrosion noted. The femoral head was well fixed to the stem and required several blows with a bone tamp and mallet to remove. There was minimal corrosion noted and no metal staining of the soft tissue noted. There was a significant adverse local soft tissue reaction noted in the abductors. The liner was replaced with a constrained insert and a new sleeve and head were implanted. The stem and cup remained intact in the patient. The operation was completed successfully.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient showed up to the ER with a dislocated hip status 7 years postoperatively. After evaluation surgeon suspected abductor damage due to corrosion. Patient was revised. All components were well fixed. There was minimal corrosion noted. The femoral head was well fixed to the stem and required several blows with a bone tamp and mallet to remove. There was minimal corrosion noted and no metal staining of the soft tissue noted. There was a significant adverse local soft tissue reaction noted in the abductors. The liner was replaced with a constrained insert and a new sleeve and head were implanted. The stem and cup remained intact in the patient. The operation was completed successfully.